Event description:
The customer reported that the values remain consistently high. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. Should new information be obtained or when the device is received an evaluation will be performed and a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.